Event description:
Patient hospitalized for high blood glucose level. Patient doesn't remember much about what happened before she was hopitalized. Bg started to go up on sunday and she changed everything out. Went to hospital on monday, 06/01/99. No alarms from pump.